Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels, blank display anomaly and watchdog time out alarm on the insulin pump. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels via manual injection. Troubleshooting was performed. Customer was able to complete the rewind process and clear the alarms. Customer declined to troubleshoot for high blood glucose levels. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test. Unexpected restart error test, off no power test and all operating currents test. No anomaly alarm noted.